Event description:
It was reported that bd syringe 3ml ll w/ndl 21x1 rb had leakage past the stopper. Verbatim: complaint via email. Earlier today, one of my dispensers noticed that their syringe was leaking down the plunger and had leaked through the rubber stopper piece. I have attached the images. It is little difficult to tell as the dispensers must use a syringe shield, but the liquid is faintly visible within the shield. Can you please provide an exact date of event in format dd-mmm-yyyy: 10-mar-2026. Can you please provide the material and lot number associated with reported issue: material number - 309575, lot # - 5241754. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label: no, the defect was found on the syringe while filling a dose. - the syringe is contaminated. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event: slowed down production.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.